Event description:
Event description guidant received information that these two leads, a fineline and a fineline ez, were both crushed between the 1st rib and clavicle. The leads were removed and replaced.